Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that the belt connector was damaged. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon inspection, it was confirmed that the belt connector was broken, not allowing the connector to be securely connected with the monitor. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.